Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -12.1/+2.0/073 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2020 the lens was exchanged with a same length, different cylinder and axis lens due to lens rotation. The problem was resolved.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with residue and debris on the lens. Visual inspection found no visible damage to the lens and debris and residue on the lens. Claim#: (B)(4).